Event description:
Patient with aicd expired on 5/29/93. Device removed and interrogated. Results indicate that device fired thirteen (13) times. Lead impedence of last firing measured greater than 250 ohms. Review of chest x-ray of 5/1/92 shows small area of radiolucency at the subclavian, first rib junctiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.